Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient received multiple air detected in cassette alarms during drain 4 of 4 of the treatment. Fluid was discovered leaking from the cassette door when it was opened to remove the cassette. The ts representative advised the patient to discontinue use of their cycler. A replacement cycler was issued to the patient. It was reported that the cause of the leak was unknown. The patient advised ts that they would complete their treatment by performing a manual exchange. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. As a precaution, the patient was treated with prophylactic antibiotics via intraperitoneal administration. The patient was prescribed 2 g vancomycin and 2 g ceftazidime. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. In addition, the lot number for the cassette could not be provided. The cycler was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 03/16/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.